Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile 300cc saline breast implant serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 300cc saline breast implants which the left side deflated, and the right side has issue with capsular contracture baker grade unknown, after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant.

Manufacturer narrative:
On 8/17/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 8/1/2018, additional information was received indicating that the device would be explanted on (B)(6) 2018. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered leakage at the valve and creases on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New report received on 9/25/2018, indicated that the right side was deflated not the left side as it was indicated in the initial report, also the issue of capsular contracture is with the left implant not the right implant as it was reported previously. Patient underwent bilateral removal and replacement as follow: right replaced with catalog number 3504001bc, serial number (B)(4), lot number 7572411, and left replaced with catalog number 3504001bc, serial number (B)(4). This report is for the left implant. Device evaluation summary received on 9/28/2018: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered leakage at the valve and creases on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).